Event description:
It was reported that the patient presented for pain management. The patient reported "history of right greater than left low back pain with slight radiation to the right hip. He also has history of radicular symptoms treated approximately 2007 with an l4-5 laminectomy ... A work injury in (B)(6) 1020 has been associated with return of the symptoms in the bilateral low back again with slight radiation to the right hip/gluteal area." One month later, the patient presented with worsening low back pain and radiculopathy. Surgery was discussed. The patient presented with lumbar ddd, lumbar radiculopathy, and low back pain. Patient underwent alif l3-s1 using rhbmp-2/acs. There were no noted complications. Post-op, the patient complained of right shoulder pain. Imaging studies indicated right ac joint degenerative disease. On pod 1, the patient complained of pain, 7 out of 10. On pod 6 the patient underwent a guided biopsy and aspiration of right surpraspinatus muscle with fluid collection. Patient presented with left testicle pain and swelling, and right shoulder pain. An MRI of the right shoulder indicated "extensive abnormal fluid signal involving the distal 7cm of the teres minor musculature with marked atrophy and abnormal fluid signal to the infraspinatus." Patient diagnosed with orchitis, started on cipro. On pod 14 the patient presented for follow up. Per the physician's notes, the patient "is doing better. His right arm strength is im proving. He had some complaints of pain in his right arm, right leg, and even some numbness in his tongue on both sides. He feels strange around his face." MRI of the brain and cervical spine, and ncv/emg of both arms were scheduled. On pod 20 an MRI of the lumbar spine indicated "previous posterior laminectomy at l4-5 with a current small annular bulge at l4-5. There is additional mild enhancement of fibrotic tissue within the right lateral recess as well as facet joint hypertrophy creating mild foraminal encroachment ... Small central bulge l5-s1 with no central canal or exiting foraminal encroachment, although there is slight prominence of the epidural fat posterior to the l5-s1 level extending into the sacrum."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.